Event description:
Revision due to loosening, poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10-12 years ago. Examination of the returned products confirms the reported poly wear. The exact root cause could not be determined, but the osteolysis noted could have been the result of the polyethylene wear. Internal rotation of the femoral component in relation to the tibial insert may have been a contributing factor to the wear. It would not be unreasonable to expect some wear after approximately 10-12 years of implantation. The need for corrective action was not indicated. Depuy considers this investigation closed.